Event description:
It was reported that the patient had high lead impedance. The patient underwent x-rays and per the physician's review there were no obvious issues with the vns system. The x-rays have not been reviewed by the manufacturer to date. The patient underwent lead explant and replacement. The explanted lead was discarded by the explant facility. A review of device history records for the lead shows that no unresolved non-conformances were found. During the surgery lead connector pin reinsertion was performed and the high impedance did not resolve. It was noted that the patient fell during a seizure and suffered impact to the neck on the edge of a table, possibly damaging the lead. No additional relevant information has been received to date.